Event description:
It was reported by service report that the power prong was broken off and damaged, and subsequently sparking on the metal by the power inlet, which was also damaged and needed to be repaired. No pt involvement or adverse consequences are reported.